Event description:
Reportedly, the smartview connect displays no network despite several attempts. The same issue was observed with the unit s/n (B)(6).

Manufacturer narrative:
Please refer to the attached analysis report. Analysis synthesis: - no conclusion could be drawn as the subject smartview connect was not returned for investigation. - the complaint investigation could be reopened in case of new information received related to this event.

Event description:
Reportedly, the smartview connect displays no network despite several attempts. The same issue was observed with the unit s/n (B)(6).